Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient age is unknown. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.